Event description:
Tip of needle broke during bone marrow biopsy and remains in patient's bone.

Manufacturer narrative:
Unfortunately, no sample was received for evaluation and therefore the reported issue could not be confirmed. No issues related to this report were detected when performing the device history review. The needles cannula and stylet are certified from our supplier to meet specifications for 304 stainless steel. However, if the needle is bent or redirected more than 20 degrees as stated in the directions for use, the needle may break.